Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered up with unexpected blank display. Unable to download unit due to blank display. Unit was cut open to perform a visual inspection of connectors and electronic assemblies and found: moisture damage on pcba1, pcba2, j6/j7 connectors, force sensor, motor assembly, lcd flex connector and keypad flex connector. Test p-cap locked in place properly during testing. The following cosmetic damages were also noted: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case in summary, customer concern for cosmetic damage at battery compartment confirmed per visual inspection. Blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported that pump was exposed to moisture and fluid was present in pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested for return and customer has returned the device.